Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately 3 years post filter deployment, CT revealed seven filter legs appear to have extra luminal extension/perforation beyond the wall of the ivc and all of these filter legs perforate > 3mm beyond the ivc wall. The filter was angulated within the ivc with its superior tip making contact with the lateral wall of the cava. Approximately six months later, CT revealed the tip of the ivc filter was tilted toward the right lateral wall of the ivc and many of the struts of the ivc extend beyond the wall of the ivc, some medially into the aortocaval space. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted towards the right lateral wall of ivc; struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that many of the filter struts extended beyond the wall of the ivc and two of the struts extended into the aorta. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.